Event description:
Patient reported that they inserted a new insulin cartridge into the device and they made three unsuccessful attempts to prime. Patient then discovered that insulin cartridge had shattered inside the device and insulin had leaked into the insulin cartridge compartment. No error meesages were generated by the device. Patient's blood glucose was not affected, and no treatment was received.